Event description:
The customer reported that the gastrointestinal videoscope exhibited a failure to capture images during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.